Event description:
It is reported that the patient was revised due to mechanical failure which caused the patient pain.

Manufacturer narrative:
It was noted the surgeon did not believe the patient's discomfort was from the implants, but from their position. The patient's primary surgery x-rays show the stem's distal tip is riding against the lateral wall of the canal. The acetabular shell's position appears to be acceptable. Operative notes are not provided. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity, and relevant medical history. With the information provided, a definitive root cause cannot be stated. The devices were not returned for review, so their exact conditions are unknown. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.